Event description:
The contact stated the customer's blood glucose readings had been higher than usual. While troubleshooting, it was discovered the meter was set in mg/dl instead of mmol/l. The contact did not allege the customer experienced any adverse events. She was able to reset the meter to mg/dl. A replacement meter with the units of measure locked will be sent to the customer.